Manufacturer narrative:
The actual device was not available; however, photographs and a video of the sample were provided for evaluation. Visual inspection of the photos and video showed external blood leakage at the level of the set access pre pump pressure pod. The specific defect that allowed the leak was not visible in the photos or video. The lines of the set are provided by a vantive internal supplier. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was determined to be related to supplier manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external blood leak was observed from the access pressure pod of a prismaflex st150 set during continuous renal replacement therapy. The volume of blood loss was unknown. There was no report of medical intervention associated with this event. No additional information is available.